Manufacturer narrative:
An intralase field service engineer (fse) visited the site on december 6, 2006, at which time the laser met specifications and performed as intended upon arrival and departure. The root cause of the difficult dissection is two-fold: a new user using lower than recommended settings and the dissection causing the irregular surface resulting in a second graft.

Event description:
The intralase fs laser was used to create an anterior lamellar resection for a corneal transplant in 2006. This was the first case performed by the surgeon and settings used were lower than intralase recommended settings. The resulting dissection was difficult and the surgeon inadvertently created two dissection planes. The surface was unsatisfactory and the assisting lead surgeon elected to replace the corneal button due to the possibility of irregular topography that would be a result of the dual planes. The repeat corneal transplant was successfully performed using the intralase laser for creation of the anterior lamellar resection approximately one week after the initial surgery.